Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent abdominoplasty on (B)(6) 2019 and suture was used. During the procedure, the needle came out of the assembly. The procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/27/2019. A manufacturing record evaluation was performed for the finished device al1515 number, and no non-conformances were identified.